Manufacturer narrative:
Investigation summary: bd had not received samples or photos for investigation. Therefore, retention samples from bd inventory were evaluated by visual examination and functional testing and no issues were observed relating to underfill and clotting as all samples met specifications. The 100 retentions were visually inspected with the hemogard closure assembly correctly assembled and placed on the tubes, no issues were identified. A draw test was performed at the manufacturing site on the 10-production lot in-house retention tubes. All tubes were within specification limits. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for the indicated failure mode underfill and clotting. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that while using bd vacutainer® k2 edta (k2e) 5.4mg blood collection tubes he negative pressure of the blood collection tube was insufficient, and the blood collection time was prolonged. The staff responded that the blood was routinely coagulated, and the patient needed to be re-collected. The following information was provided by the initial reporter: on the morning of (B)(6) 2023, the nurse drew blood for the patient's blood test. When the nurse used a vacuum blood collection tube to collect blood from the patient, the negative pressure of the blood collection tube was insufficient, and the blood collection time was prolonged. The staff responded that the blood was routinely coagulated, and the patient needed to be re-collected. The nurse replaced the vacuum blood collection tube, punctured the patient a second time, and re-collected the blood. This adverse event aggravated the anxiety of the patient, and the original puncture site was red, swollen and painful.